Event description:
It was reported that the pump would not charge, despite attempting different cables and power sources. The customer's blood glucose level was impacted (elevated). It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.